Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients ipg reached end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.